Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room experiencing diaphragmatic stimulation. The lead was imaged and it was confirmed that the left ventricular lead had dislodged. The patient had started strenous exercising post implant and the physician felt that contributed to lead dislodgement. The lead was explanted and replaced.